Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that there was poor sleeve function. The following information was provided by the initial reporter: this report is about blood leak. When the product was used for dispensing, the rubber sleeve on the needle did not return properly and bent. Blood leaked from the needle.

Manufacturer narrative:
D.1 medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by visual examination and another 12 retention samples by functional testing, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that there was poor sleeve function. The following information was provided by the initial reporter: this report is about blood leak. When the product was used for dispensing, the rubber sleeve on the needle did not return properly and bent. Blood leaked from the needle.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that there was poor sleeve function. The following information was provided by the initial reporter: this report is about blood leak. When the product was used for dispensing, the rubber sleeve on the needle did not return properly and bent. Blood leaked from the needle.

Manufacturer narrative:
The following fields have been updated: site legal name (FDA) has been updated to: bd caribe ltd - (B)(6). D3: medical device manufacturer: bd caribe ltd. G1: manufacturing location: bd caribe ltd.